Event description:
A surgeon reported that his patient had a toric lens implanted that had rotated. It was stated that the patient is one week out and said that on day one it appeared to be a 15-20 degree movement. The intraocular lens model is a model zct150 18.5 diopter. The doctor wants to wait and see how the patient does over the next couple of weeks or so before deciding on whether or not to re-position. He feels that there was nothing unusual about this eye that should have caused the lens to move. Follow-up information from the surgeon indicated the patient is doing ''pretty good'' and thinks that the rotation may be 10 degrees or even less ¿ ''could be that it was torsion or that head was slightly tilted when marked.'' No further information was provided.

Manufacturer narrative:
The age of the patient was requested; however, was not provided. The gender of the patient was requested; however, was not provided. Date of event was requested; however, it is unknown. Because the serial number is unknown, the expiration date is unknown. Serial number was requested; however, was not provided. Because the lens remains implanted, (explant date) is not applicable. (B)(4). Because the lens remains implanted, the device is not being returned. Device manufacture date is unknown since the serial number was requested; however, not provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(4). All pertinent information available to abbott medical optics has been submitted.